Event description:
Info rec'd indicates that all four siderails will not lock in the up position. He is not sure what is causing the issue, but believes the latch guide was welded too far from the siderail latching mechanism and will not allow the latch block to engage in the mechanism to lock the siderail. The bed is located in the ICU, with a pt in the bed. The pt was not injured.